Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading with the adc device. The customer was not feeling well and had blurred vision, and was treated with jam and bread by children. The customer reported then that a healthcare meter result of 350 mg/dl was obtained against a sensor reading of 53 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer treated with unspecified IV infusion by a healthcare professional. There was no report of death or permanent injury associated with this event.